Manufacturer narrative:
Additional information for field d10: the end therapy date for all two products listed is 09-apr-2025. This is a definitive report. This case was reported from a hospital to chinese authority, the chinese sale partner received it on 09-apr-2025, and it was forwarded to manufacturer on 15-apr-2025. The reporter did not provide any further information. The physician's causality assessment is determined to be "probable". Company comment: manufacturer's causality assessment is determined to be "probable" because the temporal relationship is reasonable and the reporter's causality assessment is also considered appropriate.

Event description:
On (B)(6) 2025: a 24-year-old female patient with neck pain and stiffness received cervical articular injection (drugs: sodium hyaluronate injection 2.5ml, debaosong 0.25ml+ lidocaine 2.5ml) at the orthopaedic clinic at 10:00 a.m. The doctor gave the injection to the right side first, after the injection, the patient reported numbness in the right palm, no nausea and vomiting at that time, the doctor stopped the injection to the left side and observed the patient's condition. At 10:05, the patient showed confusion, convulsions and collapsed on the ground. The blood pressure of 140/102 mmhg, heart rate of 103 times/min and respiration of 21 times/min were measured immediately. Considering drug allergy, 1mg epinephrine was immediately injected subcutaneously, and the nurse reported to the superior immediately. At 10:08, the patient's blood pressure and pulse could not be detected, she had no self-consciousness, shallow breathing, and failed to respond to breath. External chest compression was immediately performed, venous access was opened, and the outpatient rescue team was activated for immediate rescue, and then endotracheal intubation, electrical defibrillation, oxygen inhalation, ECG monitoring, and rescue treatment with epinephrine, methylprednisolone, and norepinephrine were given, during this period, major artery fluctuations can be detected. Defibrillation once at 10:28, heartbeat recovery at 10:35, patient responding to call at 10:50, significant irritability, blood pressure 68/48 mmhg, heart rate 134 times/min, breathing 17 times/min, blood oxygen saturation of 94%, blood pressure of 77/58 mmhg. 11:20 about 110, 120 in the case of stable vital signs, by the medical section chief, director of the nursing department to escort the city hospital of traditional chinese medicine emergency continued rescue treatment.